Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. Reportedly, the wall adapter was damaged, due to shortage to the surge protector it was plugged into. The customer used an alternate wall adapter and the pump charged successfully. There was no reported impact to the customer's blood glucose level.